Manufacturer narrative:
On(B)(6)2021, bwi received information that the tip was not cut during/after the procedure. Subsequently, on (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Air was continuously withdrawn from the side port at the time of flushing. During vizigo sheath was use, air was continuously withdrawn from the side port at the time of flushing while removing the ablation catheter and inserting the decanav. The vizigo sheath was used for 1 hour prior. Changed to the agilis sheath from the vizigo sheath and the procedure was completed without patient's consequence. Device investigation details: the sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of features of the sheath visual analysis of the returned sheath revealed that the hemostatic valve was in good condition; however, the tip was received cut and not returned with the device vizigo sheath sheath. Test method for liquid leakage through hemostatic valves of sheath introducers was performed, and no issues were observed during the sheath analysis. No water leakage, bubbles, or pressure delays were detected during the test. The cut of the tip could be performed after procedure, however the customer did not confirmed this information thru the follow . A device history record evaluation was performed for the finished device 00001494 number, and no internal action was found during the review. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: ¿before inserting the sheath into the patient, flush the sheath and dilator with normal heparinized saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline". The event described could not be confirmed as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium. Air was continuously withdrawn from the side port at the time of flushing. During vizigo sheath was use, air was continuously withdrawn from the side port at the time of flushing while removing the ablation catheter and inserting the decanav. The vizigo sheath was used for 1 hour prior. Changed to the agilis sheath from the vizigo sheath and the procedure was completed without patient's consequence. No further information is available. Air was not introduced into the patient and the physician did not perform any maneuver to eliminate bubbles. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure was completed. Air-flow into the side port is MDR-reportable.

Manufacturer narrative:
On 5/18/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).